Event description:
It was reported that during a shoulder procedure using a magnum 2 knotless implant, the device broke upon tensioning. The surgeon opted to complete the procedure using a competitive device, which required a new bone hole to be drilled. There were no significant delays or pt complications reported as a result of this event.